Event description:
Patient was implanted with a synchromed infusion system for the treatment of non-malignant pain. Hcp reported a csf lead with a catheter connector leak with a possible pocket site infection. The pump was explanted and returned to the manufacturer. A follow-up report will be sent when additional information is available.